Event description:
It was reported that the insulin pump screen went blank and the settings were not retained. It was also stated that the customer was passing ketones and had a blood glucose level of 301 mg/dl. Alarm history was checked and revealed bad battery, weak battery and unexpected restart alarms. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a scratched lcd window and cracked battery tube threads.